Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate card box, and opened pouch. The sealing seam is visible on the image indicating that the pouch has been actively opened. A damage to packaging material could not be identified, and it was not known who opened the pouch. The investigation leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not use the device if the sterile packaging has been damaged or unintentionally opened prior to use.' H10: (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that prior to a stent placement procedure, when the product was taken from the shelf, the sterile white inner packaging was allegedly found to be opened. There was no patient contact.

Event description:
It was reported that prior to a stent placement procedure, when the product was taken from the shelf, the sterile white box was allegedly found to be opened. There was no patient contact.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in common device name and PMA/510k. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Expiration date: 05/2025. Device not returned.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. The returned catheter sample was found in unused condition, and the inner pouch was found opened; the sealing seam clearly indicates with whitish/ milky color that the pouch had been correctly sealed in production, and that the pouch has been actively opened after the seaming process. Provided images demonstrate card box, and opened pouch. A damage to packaging material could not be identified, and it was not known when and by whom the pouch was opened. The investigation leads to inconclusive result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'do not use the device if the sterile packaging has been damaged or unintentionally opened prior to use.' H10: d4 (expiration date: 05/2025), g3, h6 (method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that prior to a stent placement procedure, when the product was taken from the shelf, the sterile white inner packaging was allegedly found to be opened. There was no patient contact.